Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable, clamp tubing" alarm. Patient did not want to remove cassette. Per reporter the residual volume was 6.7ml, rate 1.7ml/hr and 73.35ml given. No adverse patient effects were reported. Per reporter no additional information is available at this time.